Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the suspect uim was returned to vyaire's service department for further evaluation. During testing, the service technician was able to confirm and duplicate the customer's reported issue, as the uim was not responding correctly to commands. The service technician performed the touch screen calibration and resolved the reported issue. The suspect component is now operating to manufacturer specifications and was returned to the customer.

Event description:
The customer reported that while using their avea ventilator, the user interface module (uim) screen is intermittently flickering and unresponsive. There was no patient involvement associated with this event.